Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned tracker is visibly bent and no longer will lay flat on a surface. However, the damage is slight and with markers attached and fully seated, the fighter still returns a good geometry error. The reported issue of a stripped screw was not confirmed in testing. But damage to the fighter was found: the reported event was confirmed to be caused by physical damage to the instrument array. The physical damage to the tracker was determine to most likely due to misuse.

Event description:
A medtronic representative reported that a tracker instrument is damaged. It was reported that the tracker has a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.